Event description:
Patient was having a port/catheter system removed, left sub-clavian vein approach, in his physician's office when the catheter broke. Patient was transported to interventional radiology to have the broken port/catheter removed. The catheter/port had been in place for three years.